Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 g2 h3 h6. A visual analysis of the returned device identified: crease flat. Leak test was performed, and no leak was found . A microscopic analysis was performed which no identify opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
The device has been explanted.